Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient's information not available for reporting. Date of event: unknown. This report is for an unknown nail head elements: pfna/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted, explanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned and no lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A (B)(6) year old male experienced prolonged discomfort corrected by revision. Investigation summary: product was not returned and no lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) kim (1) (1).pdf].

Event description:
Device report from synthes on an event in (B)(6) as follows: this report is being filed after the subsequent review of the following literature article: kwang-kyoun kim et al (2017) clinical results of complex subtrochanteric femoral fractures with long cephalomedullary hip nail, hip pelvis, volume 29(2), pages 113-119, (B)(6). The aim of this article is to evaluate the clinical and radiological results of a long cephalomedullary hip nail for the treatment of comminuted subtrochanteric femoral fractures. A total of 21 patients (13 men and 8 women, ranged 43-85 years with a mean age of 64.8 years old) with severe subtrochanteric femoral fractures who had undergone intramedullary fixation using long-pfna ii between march 2010 and march 2013 were followed-up over 12 months. The following complications were reported: one (B)(6) year old male and another patient (no identifiers) had prolonged discomfort and pain due to helical blade irritation even though union was achieved. This is report 2 of 4 for (B)(4). This report is for two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A second patient without identifiers. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.